Event description:
Customer sent repair request for image defect issue. There is no patient involvement associated on this event. Device evaluation found no image. This report is being submitted for no image issue.

Manufacturer narrative:
The subject device was received at service repair olympus japan. Device inspection and evaluation determined no image displayed on the device. Imaging unit parts cracked, damaged. In addition, during angle operation inspection. It was found the bending angle of the device insufficient due to elongation of the angle wire. The curved rubber adhesive was found missing. Scratches found on operation part, grip, switches, light guide connector ,surface of light guide cover glass and video connector case. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to the initial medwatch. The aware date should be 26-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.